Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was not reported. The healthcare provider reported that a critical alarm was occurring, safe state. The company representative reported that by the time he got to the hospital the healthcare provider had reprogrammed the pump back into the infusion rate. The healthcare provider felt the pump had been reset by a strong magnet and told the company representative that he could deal with the patient so the representative left. The hospital then called the company representative and the pump was alarming again. The representative stated that he would discuss with the healthcare provider. The representative stated that he was not sure if they would have him come out to the hospital assist.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.